Manufacturer narrative:
One fluid warmer was returned for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release, no issues were identified during this DHR review. Visual inspection of the device found the enclosure dirty and scuffed with a lot of label residue, water tank cover is cracked, drain fitting is rusted, pole clamp dirty, and line cord is old and worn. Device was filled with water, temperature check attached and powered on. The reported customer complaint has been confirmed as a result of a bad microswitch.

Event description:
Information was received that a smiths medical level 1 hotline low flow system is not recognizing cassette. Incident occurred during testing; no patient involvement.